Event description:
Additional info received from MFR on 11/24/1998: allegiance healthcare is not the MFR of this product, therefore, they are not submitting a report. Company has, however, notified the supplier of this incident.